Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Remains in patient.

Event description:
Patient reported that she had a groshong cvc placed in (B)(6) of 2017. The catheter infuses without any problem, but is unable to aspirate. Physician performed a dye study indicated the catheter tip to be in the correct location and has no difficulties flushing the port, but is still unable to obtain blood return. Patient stated the physician told her the catheter was placed in the subclavian, but is sure the lack of blood return is not caused by pinch off.